Event description:
The manufacturer received information a trilogy ev300 ventilator was reported to have failed the test step for active exhalation verification: pilot: reading. There was no patient involvement, and no harm or injury reported. The device was evaluated at the customer site by a philips field service engineer (fse). The fse replaced and 3-way solenoid and proportional valves to remedy the active exhalation verification: pilot: reading test failure. After repair, the device passed final testing. The system meets the specification for the performed service and is returned to use.